Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported a "no disposable" alarm was observed with the pump. There was no patient involvement.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 . Corrective data submitted.

Manufacturer narrative:
Investigation completed on a smiths medical cadd legacy plus 6500. The complaint of the device started and was double beeping with cassette attached " no disposable alarm" was verified. In testing. There was no patient involvement. Event log did not confirm event, however this was found to be isolated to dso ( down stream sensor.) Unknown cause of event. Device passes all functional and delivery testing and is ready for service. Corrective date : h-9 no patient was involved in incident, this corrects value of 2688 patient problem medical problem. Updated fields. A 1, b 1, b 4, b 5, g 7, h 1, h 2, h 3, h 6, and h 10.